Event description:
A healthcare worker complained of burning sensation in the throat and loss of voice while working in a room where cidex opa was used. It is unknown if the worker sought medical attention. The customer stated that the solution is kept in bins and the lids are on except when in use. The ventilation has been checked, but the air exchange is unknown.